Event description:
During ptca procedure, suspect medical device was inflated to 13 atmospheres in the distal circumflex artery. The balloon popped and caused a perforation of the distal portion of the circumflex coronary artery with mild staining of the left ventricle. Another powersail balloon was inflated multiple times for approximately 5 minutes at site of perforation. Integrilin and nitro were discontinued however, bleeding continued. An interventional radiologist was summoned to the cardiac cath lab to assist. He inserted a 3 mm coil in the distal portion of the circumflex which caused coagulation and stoppage of flow of blood. Post op pt was transferred to the cardiac care unit. Pt remained in ccu from for 3 days and then transferred to telemetry unit where he remains as of the date of this report.